Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and a manual dose injection. The customer changed supplies and resumed insulin therapy. However, a replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using pump supplies longer than the recommended time period per tandem user guides.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider.